Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery lesion. A 5.5x100 mm supera self-expanding stent delivery system was advanced; however, the stent was partially deployed and then removed with the delivery system. A new balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.